Manufacturer narrative:
The insulin pump was received with slightly loose drive support disk and with unresponsive buttons due to corroded keypad traces. No button error alarms noted and no traces of moisture were found at electronic or motor assemblies per visual inspection. The insulin pump has cracked case at display window corners, reservoir tube, battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump has been experiencing a button error alarm. Her blood glucose level was reported to be 146 mg/dl. Customer reported that the insulin pump was exposed to sweat while working out. The customer was advised to discontinue using the insulin pump and revert to backup plan. The product is being returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.